Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("right essure coil protruding through tubal serosa") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, parity 2, multi gravida, dysmenorrhea, genital bleeding, pelvic pain and overweight. On (B)(6) 2020, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (I robotic assisted laparoscopic total hysterectomy/essure coil removal/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.888 kg/sqm. [Pathology test] on (B)(6) 2020: both the right and left proximal fallopian tubes contain silver metallic coils for an approximate length of 1.5 cm. The right fallopian tube and left fallopian tube are both tan-purple and fimbriated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("right essure coil protruding through tubal serosa") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, parity 2, multi gravida, dysmenorrhea, genital bleeding, pelvic pain and overweight. On (B)(6) 2020,, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (I robotic assisted laparoscopic total hysterectomy/ essure coil removal/ bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.888 kg/sqm. [Pathology test] on (B)(6) 2020: both the right and left proximal fallopian tubes contain silver metallic coils for an approximate length of 1.5 cm. The right fallopian tube and left fallopian tube are both tan-purple and fimbriated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.